Manufacturer narrative:
Device evaluated by manufacturer: updated. Evaluation summary attached: updated. Method codes: updated. Result codes: updated. Conclusion codes: updated. Device evaluated by manufacturer: a visual analysis of the returned device revealed that 4.4cm of the spring tip was unraveled. A kink was noted in the distal end and the core wire was fractured. The outside diameter of the guide wire was measured and found within specification. Sem analysis of the fracture site revealed evidence of compression and tension indicative of bending. The fracture surface exhibited elongated dimple ruptures with some surface smear typical of a torsional motion. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #: 2134265-2011-00745. It was reported that during a percutaneous transluminal intervention treatment procedure, a guide wire tip detachment occurred. The lesion location and lesion characteristics are unknown. The physician attempted to recanalize the lesion with a non-bsc cto catheter and the platinum plus guide wire. The tip of the platinum plus guide wire 'ripped' and detached and remained inside the patient. Another platinum plus guide wire was used during the procedure, however, once the guide wire was removed, the platinum plus guide wire tip detached outside of the patient. A third platinum plus guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID #: 2134265-2011-00745. It was reported that during a percutaneous transluminal intervention treatment procedure, a guide wire tip detachment occurred. The lesion location and lesion characteristics are unknown. The physician attempted to recanalize the lesion with a non-bsc (B)(4) catheter and the platinum plus guide wire. The tip of the platinum plus guide wire "ripped" and detached and remained inside the patient. Another platinum plus guide wire was used during the procedure, however, once the guide wire was removed, the platinum plus guide wire tip detached outside of the patient. A third platinum plus guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is stable.